Event description:
Additional information was received from the patient. They reported that they want the ins taken out because of the pain and it never working, but they can't see their doctor until may.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their "system" wasn't working and they are having more urine than before. Patient stated that ins worked for the first two days after implant and then stopped working. Reviewed therapy adjustment options. Patient stated they wouldn't be able to make adjustments now as they had an appointment, but they will call back later for assistance making an adjustment. Redirected to call back to continue troubleshooting. Additional information was received from the patient. They called back and reiterated that the therapy helped a little in the very beginning but then it stopped helping and hasn't helped since. The patient stated they wished they'd never gotten the system implanted and that starting a couple weeks ago, it started hurting in the place where they put it in. The patient stated they weren't able to even see their managing health care provider (hcp) until march and mentioned they were told that the glue that they used at implant at the incision site should have been gone by now but it was still there so they couldn't see anything but mentioned "inflammation" and that the "wires or something shifted" like when they would lay down. Patient services redirected the patient to follow up with their managing health care provider (hcp) to check the implanted system however the patient stated they'd called the hcp office on friday and again this morning however they hadn't gotten a call back. The patient stated the manufacturing representative (rep) who had been at their implant had given them their number but the patient tried calling the rep as well but hadn't heard back. Patient services offered to send the patient health care provider (hcp) listings in the instance they needed to locate a new hcp and redirected the patient to follow up with a physician about the pain. Patient services also provided the patient with the national answering services (nas) number for their primary care provider to call for their appointment in 2 weeks and emailed the rep on the patient's behalf. Patient services also sent the patient physician listings via us mail at the patient's request.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2spr4 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.